Event description:
It was reported through the heart rhythm case reports identifying a device that may be related to a patient whom presented in the emergency room due to recurrent ICD shocks. The patient reported inappropriate shocks occurred at their residence. An ECG and chest x-ray were performed and revealed no anomalies. During this follow-up, four shocks were delivered after the telemetry wand was placed and a magnet was positioned over the ICD to deactivate the device. The patient was then sedated due to panic and the ICD was interrogated during magnet application revealing right ventricular (rv) lead noise. Troubleshooting was performed and revealed the secure sense algorithm automatically switches the device into passive mode by default during device interrogation which led to cessation of therapy suppression of the rv lead noise resulting in inappropriate therapy. The event was resolved by explanting the ICD. The patient was in stable condition. Specific patient information is documented as unknown. Details are listed in the article titled "recurrent implantable cardioverter-defibrillator shocks due to automatic deactivation of a right ventricular lead noise discrimination algorithm. Heart rhythm case reports https://doi.org/10.1016/j.hrcr.2022.07.013." Further information was requested but is not yet available.